Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed with a motor error. No further details were given. Troubleshooting could not occur due to her doctor taking her pump and telling her to call medtronic. No products were shipped or returned.